Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump successfully downloaded traces and history file using thump. No blank display noted. Critical pump error (open book image) alarm triggered by three consecutive error log fault number pump error 63 alarms on (B)(6) 2023 13:49:55.000 hardware error alarm (63) esf# : (B)(4). File number: 2017. Line number: 147 hw (possible hw). Pump was cut open to perform visual inspection and no found corrosion on the electronic assembly and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: cracked battery tube threads, cracked case behind the pump near the battery tube compartment and cracked select button keypad overlay. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm, suspected on hw. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a crack and blank display. Troubleshooting was performed and found that the crack at the back battery area. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.